Manufacturer narrative:
The e402 analyzer serial number was (B)(6). Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. No sample inversions were performed and the customer used a clotting time of "up to 15 minutes." The customer used a centrifugation time of 5 minutes at a speed of 4000 revolutions per minute (rpm). The clotting and centrifugation times may be too short. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys amh (amh) on a cobas e 402 analytical unit. The initial result was 17.4 ng/ml. The repeat result was < 0.0100 ng/ml with a data flag. The patient was tested in a different laboratory and the result from the maglumi method was 0.049 ng/ml. The original sample was repeated at the laboratory using the maglumi method and the repeat result was 0.056 ng/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The investigation determined the event was consistent with a pre-analytical handling issue (no tube inversions after draw, too short clotting time and possibly improper centrifugation).